Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The peritonitis was manifested by cloudy effluent and pain. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with cefazoline and ceftazidime (intraperitoneally, doses and frequencies not reported) for the event. On an unreported date treatment with cefazoline was discontinued and the patient was started on vancomycin (intraperitoneally, dose and frequency not reported). On an unreported date treatment with ceftazidime was discontinued and vancomycin therapy was ongoing. At the time of this report, the patient had no pain and was recovering. It was not reported if the patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.